Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited a decrease in r-wave measurements and an increase in pacing threshold measurements. A chest x-ray revealed the lead has dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The pocket was reopened and the lead was successfully repositioned. Should additional information become available, this event will be updated.